Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post operative visual by the physician noted j retention wire fracture with protrusion through the outer polyurethane insulation.